Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, bilateral buttock cheek burns was reported 4 days after being discharged post laparoscopic appendectomy. The case was ruled a success and the patient stayed under the supervision of hospital staff from june 16th through june 20th and was discharged. The nurses who cared for the patient in that 4 day span claimed to never have heard the patient complained about a burn on the buttocks and have claimed never saw a burn on the buttocks. It was only on the 24th of june when the parents of the patient contacted the patient safety nurse reporting a burn on the patient's buttocks due to the surgery. Patient was brought in and a burn specialist, examined the burn, photographed the evidence (which will not be released by the hospital), and determined that in fact it was a burn across the bilateral buttocks. The nurse who assisted in the procedure was confident that the rem pad was placed on the patient's right buttock only. Size was difficult to determine. It looked as though it may be an oval/rectangle shape burn that goes from cheek to cheek. However, the patient was a (B)(6) year old and the pad used was an adult sized rem pad. It looked as though it could possibly be the same shape as a rem pad but not certain of the size. The burn looked to be smaller than an adult sized rem pad. The bovie tip and generator were ruled out as possible malfunctions. The bovie tip used was taken to biomed where it was determined to be "normal" and nothing out of the ordinary, while the generator was still being used after the surgery in the same operating room.